Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the merlin programmer exhibited a battery diagnostics anomaly and gave an overestimation of battery longevity. No intervention was performed. Patient was stable.

Manufacturer narrative:
Final analysis of the pacemaker confirmed that the longevity estimate provided by the programmer was incorrect. The root cause for the inconsistent remaining longevity estimate could not be conclusively determined.